Event description:
Boston scientific received information that this pulse generator did not pace during fall back of an atrial tachy response (atr) episode. This lead to a period of asystole for the patient. This occurred during a follow up session while a health care practitioner (hcp) was performing an underlying rhythm check. The patient was in third degree heart block. There were no adverse patient effects reported.

Manufacturer narrative:
As of today, no additional information is available and our investigation is complete. Should additional information become available, this report will be updated.